Manufacturer narrative:
Onsite investigation was preformed and the reported event could not be replicated as system functioned as intended. No parts were replaced and returned and no further issues were reported. The system logs were also reviewed by the software engineering team. This review found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the navigation system became unresponsive, when they rebooted the software they noticed that the patient thumbnails were all black and not showing the anatomy. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.